Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient underwent right total hip arthroplasty on (B)(6) 2006. It is further alleged, "in (B)(6) 2011, he lost control of his right leg while getting up from his office chair. Radiographs showed a complete disassociation of the femoral head from the stem with the trunnion extending into the acetabular cup." The patient underwent revision surgery on (B)(6) 2011.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The device is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.